Event description:
Facility uses closed system transfer device (cstd) to minimize exposure to hazardous drugs and chemotherapy. During administration of doxorubicin, rn noticed that fluid was leaking from cstd and a droplet was found on the chux pad. Facility is contracted to use ICU medical chemolock and spiros devices. FDA safety report ID #: (B)(4).